Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es touch screen was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen was not working. A field service engineer (fse) had opened the drawer and reseated all the docking board connections, as well as all in one and ensured that none of the cables were too tight. The fse had logged on to carefusion admin and changed the universal serial bus power management settings to off on two of the universal serial bus connections that had been set to be controlled by windows. In the hardware test application utility, the fse performed the touchscreen calibration and keyboard test, and also tested the cabinet controller. All tests had passed. The user verified that the touchscreen responded appropriately in the med application. The system functioned as intended after the field service engineer repaired the device.